Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the pocket site was moved. The patient was doing went postoperatively.